Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {0012967617}; product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a} select patient information cannot be documented in the file due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed with an 18 mm balloon. Upon initial deployment, inadequate expansion was observed at a depth of 3 mm on the non-coronary cusp (ncc) and 3 millimeter (mm) on the left coronary cusp (lcc). The inadequate expansion prevented removal of the nosecone, so the valve was subsequently recaptured. The valve was redeployed at a similar depth, and inadequate expansion occurred once again. The valve was subsequently recaptured and withdrawn from the patient. An additional pre-implant bav was performed with a 20 mm balloon, and a new valve was opened and loaded. Upon deployment of the second valve, better expansion was achieved, although it was noted that the valve was oval shaped. The nose cone was removed, and further expansion was achieved. It was noted that trivial paravalvular leak (pvl) was observed.